Manufacturer narrative:
This report is being submitted to provide additional information in d1(pro code), h3, h6: health effect - clinical code, problem code, component code, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1, g4(510k). Event description: it was reported that the needle came off the suture, without force when piercing the transplant. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause is attributed to a manufacturing issue. (B)(4) was implemented to improve the manufacturability of this device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the needle came off the suture, without force when piercing the transplant. There was no harm for patient, operator or third party reported. No further information received. Update avoe 28-aug-2023. The error occurred during an anterior cruciate ligament surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.